Event description:
Patient had bilateral submuscular breast augmentation in 1996 with saline implants. She experienced recurrent seromas and severe capsular contractures requiring multiple revisions. Over the span of 22 years, she required over five implant exchange procedures. In 2018, she had an implant exchange and soon after, she developed painful inflammatory changes and was diagnosed with a pseudomonas aeruginosa infection. Tissue sample of the capsule revealed atypical squamous proliferation within granulation tissue as well differentiated squamous cell carcinoma. An MRI showed circumferential thickening of the left implant capsule, with nodular enhancement extending to involve the skin, medial left breast and chest wall. Biopsy of capsule was benign in 2016. Reference reports: mw5115565, mw5115566, mw5115567, mw5115568, mw5115569, mw5115570, mw5115571, mw5115572, mw5115574.